Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported a battery/no power issue with the adc device and was unable to test due to the reader not powering on with button press or test strip insertion. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of "high glucose" and had contact with a healthcare professional (doctor) who advised customer to go to the hospital. At the hospital, customer received treatment of unspecified intravenously fluid as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer initially reported a battery/no power issue with the adc device and was unable to test due to the reader not powering on with button press or test strip insertion. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of "high glucose" and had contact with a healthcare professional (doctor) who advised customer to go to the hospital. At the hospital, customer received treatment of unspecified intravenously fluid as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.